Event description:
The pt had the following med history: diabetes and a prior heart transplant in 1993. Pt reported symptomatic cypher stent occlusion. In 2005, he received two cypher stents due to 99% artery blockage, and was able to return to his normal activities within 2 days. Approx three months later, he collapsed at 2 pm, and was rushed to the hosp where a second cypher stent was placed. The previously implanted cypher stent had restenosed.